Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 10.0x30x75cm express® ld iliac / biliary stent was selected. During preparation, it was noted that stent fell off the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was fine.